Event description:
Customer reported receiving erratic readings on their blood glucose test. Customer received readings of 425 and 427 mg/dl, 64 mg/dl and 445 mg/dl within 10 minutes. All tests were performed on the arm. The results when plotted on a parkes error grid fell itno the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be filed if product is returned for eval.